Event description:
Report received of independent programming changes. During testing by the user facility, the control knob was placed on the rate position and programmed to an unspecified value; however, the rate changed to 99ml/hr. The control knob was then placed on the vtbi position, programmed to an unspecified value and the vtbi changed to 99ml. The customer contact stated that after the control knob was placed on the run position, the pump infused at the rate of 99ml/hr. There were no reports of any adverse patient events while the device was in clinical service.